Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. According to the image in the treatment report, a vertical gas breakthrough (vgb) occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110 m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is actually visible in treatment report), additionally reducing the flap thickness. The treatment report shows opaque bubble layer. Obl is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the femtosecond laser. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Contributing factors are docking technique, dimensions of the channel where gas can escape and corneal scarring. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a vertical gas breakthrough (vgb) in a patient's right eye during a corneal flap procedure. Opaque bubble layer was observed at the center of the corneal and vgb was observed at the inferior (lower quadrant) part. The physician could not open the flap successfully in the mentioned part of the cornea. Excimer laser treatment was not performed. A contact lens was placed over the cornea and the surgery was terminated. Epithelial damage occurred due to vgb.